Manufacturer narrative:
Spacelabs has been unable to validate this complaint or to conduct an investigation into this matter due to the lack of data available for inspection. Spacelabs field service engineer has inspected the equipment and confirms that it is functioning as expected. There have been no further complaints reported by this customer. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on march 18, 2019, that on (B)(6) 2019 a patient experienced approximately 25 beats of vtach that did not alarm at the local monitor. No injury was reported in relation to this event.